Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event; estimated therapy date. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw mini trek catheter may have aided in the investigation and determination of cause, without the product to examine a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported.

Event description:
It was reported that the otw mini trek balloon was advanced on the balance middleweight (bmw) guide wire and inflated without issue. Upon removal of the catheter, there was some sticking and it was pulling the guide wire back with it. The catheter was successfully removed without any adverse patient effects. A stent was then implanted, using the same guide wire without issue, to successfully complete the procedure. No additional information was provided.